Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator's compressor was inoperable. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) was not able to duplicate the reported condition. The se replaced the compressor muffler as a precaution. The unit passed all testing and operated within the manufacturing specifications.